Event description:
It was reported, that during a da vinci-assisted surgical procedure. The sheath was damaged from removing the stapler. It was unknown, if any fragment fell inside the patient. The procedure was completed with no reported patient harm or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler sheath involved with this complaint. And completed the device evaluation. Failure analysis confirmed, the customer reported issue. Visual inspection revealed a large tear at the distal end of the sheath. Material, approximately 0.13 x 0.09 appeared to be missing. The damage led to the sheath material to stretch out further than normal. This type of failure is associated with mishandling/misuse.